Manufacturer narrative:
(B)(4). Based on the information gathered it was indicated that during begining of the resident's transfer from bed, shoulder clip sling detached from the spreader bar of the maxi move lift and resident fell back on the bed. No resident's injuries were reported as consequences of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. No malfunctions regarding lift as well as sling were found that could have caused or contributed to the event. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. Sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. It should be pointed out that following was reported: "one staff member was leaning over side of bed making adjustments for comfort on the sling and clip came off of left shoulder." The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The sling instruction for use (IFU) currently used 04.sc.000 int1_2 contains crucial information: "to avoid injury to the resident, pay close attention when lowering or adjusting the spreader bar." "To avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process." The maxi move lift instruction for use (IFU 001.25060.en_10) contains the crucial information: "warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries." "Always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." Additionally, it was noted by arjohuntleigh representative that wrong size of sling was used in this particular case. The following was reported: "the resident used to be in a ll sling (...) They are using an xl due to family and resident insistance." The passive clip sling instruction for use contains the following: "warning to avoid the resident from falling, make sure to select the correct sling size according to the IFU". Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously for previous incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and check the size of sling before transfer. This was communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh received customer complaint where it was reported that during the start of resident transfer process from bed with maxi move lift and sling, one of clip sling detached from spreader bar of lift. It was indicated that resident "was in bed, raised lift up about 8 inches and left shoulder of clip came off. Resident was startled but did not fall as she was still above bed." As a consequences of the event caregiver sustained a shoulder pain.